Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was on dialysis and may have gone to hospital for that or too much fluid or for diabetic ketoacidosis. The device will not be returned for analysis.